Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and protein in his urine. The reported blood glucose reading was 500 mg/dl. The customer was told by his dr to discontinue using the insulin pump after the hospitalization. The dr felt that the insulin pump was broken. Advised the caller that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.